Event description:
Home monitoring reported a bipolar lead failure. The patient is going to come into the office for further lead testing. (B)(6) 2015 - this lead was explanted and replaced due to impedances less than 200 ohms and it kept switching from bipolar to unipolar. This event now meets FDA reporting criteria.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.